Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion where a sensor tail was unsuccessfully applied to the user¿s body. This led to the tail having contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data before the puck terminated its function as designed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed due to tail not properly inserted. An extended investigation has been performed for the reported complaint. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" error message issue was reported with the use of abbott diabetes care (adc) device leaving the customer unable to obtain glucose readings. The customer stated they did ¿not feel dizzy¿ however they were unable to self-treat, requiring unknown third-party administration of insulin (unspecified type/dose) for treatment. Additionally, the customer made healthcare professional (hcp) contact and was given a glucose injection. There was no report of death or permanent impairment associated with this event.